Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that pen ndls 32g 4mm 90 CT were unable to deliver medication. The following was reported, "material no: 320883, batch no: 7299674. Please see (B)(4), for same event, but a different date of occurrence. It was reported:consumer reported in last two boxes of pen needles, 25% did not dispense complete dosage during injection. Stated he would get about 8 or 10 units, and then would have to use a second pen needle to complete his dosage. Stated he would get about 8 or 10 units, and then would have to use a second pen needle to complete his dosage verbatim: consumer reported in last two boxes of pen needles, 25% did not dispense complete dosage during injection. Stated he would get about 8 or 10 units, and then would have to use a second pen needle to complete his dosage. Provided to occurrence dates, (B)(6) 2019. Could not provide anymore dates. No injury to report. Lot: 8185555, expiration date: 2023-06-30, item: 320883. Second lot: 7299674, item: 320883. Discarded samples."